Event description:
New information on 8/4/2017 stated that the implantable cardioverter defibrillator was explanted and replaced. The patient was fine before, during, and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
It was reported that an asymptomatic patient presented in clinic after feeling the patient notifier. Upon interrogation, it was observed that the implantable cardioverter defibrillator had tripped to elective replacement indicator - eri. Premature battery depletion related to lithium deposits was suspected. No intervention was reported.